Event description:
Customer reported having a difficult time connecting and disconnecting the female and male luer and they are experiencing cracks and leaks due to this difficulty. Customer at times uses a hemostat to help disconnect luer. No patient harm or medical intervention occurred. No further patient or event info was reported.

Manufacturer narrative:
(B)(4). The customer's report of set cracked and leaked at the female and male luers during connecting/disconnecting could not be confirmed due to the set was not returned for failure investigation. Customer stated the set was discarded.